Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-jan-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a polypropylene particle was observed inside the syringe. A device history review was performed for the reported lot 2210019, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in device. The following information was provided by the initial reporter: on 28/11/22, while pulling up rituximab sc 1400mg in a 20ml bd syringe (lot 2210019 and exp 30/09/2027), we noticed a particle stuck on the inside of the syringe. As a precaution, we did not deliver and administer this medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in device. The following information was provided by the initial reporter: on (B)(6) 2022, while pulling up rituximab sc 1400mg in a 20ml bd syringe (lot 2210019 and exp 30/09/2027), we noticed a particle stuck on the inside of the syringe. As a precaution, we did not deliver and administer this medication.